Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed the date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that "while wearing a freestyle libre sensor on his arm, the sensor exploded causing significant bruising and bleeding to the upper part of the left arm.¿ there was no report of death, serious injury, or mistreatment associated with this event. No adverse event was reported; no third party medical intervention was reported.